Manufacturer narrative:
Fdp 50499 no longer applies. Was changed to only a product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they received the wrong information and the patient was not symptomatic. All impedances cleared and the oor was cleared and the patient is good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient programmer was showing out of regulation (oor) or power on reset (por). The caller could not troubleshoot due to lack of access to product. Caller reports he is going to meet with the patient and will verify the code. Caller further reported the patient had a skin graft or lesion removed from his head yesterday where cautery was used. Symptoms included parkinson's dual symptoms which were reported to be sudden change in therapy/symptoms. No further complications were reported or anticipated.